Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after spaceoar vue placement, the imaging revealed anterior rectal wall infiltration (rwi), although the patient remains asymptomatic at this time. The physician had initially planned to proceed with a flame (focal lesion ablative microboost in prostate cancer)) protocol, which involves delivering 77 gy in 35 fractions to the prostate, with a focal boost of up to 95 gy in the same number of fractions. The physician plan was to deliver 70 gy in 2 gy fractions to the 5 mm region closest to the rectum.